Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The thread was on the other side, not on the right side of the tampon [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon thread was not on the right side. No injury reported.